Manufacturer narrative:
Section b5: additional information section a4, h4: correction.

Event description:
The infection was methicillin-sensitive staphylococcus aureus. Treatment included parenteral antibiotics and antifungal treatment. The event resolved on (B)(6) 2019.

Manufacturer narrative:
Additional information.

Event description:
It was reported the patient had a mediastinal abscess with multiple washout, wound debridements, and wound vac. The patient was administered 100mg of doxycycline. The patient was discharged on (B)(6) 2019 with no signs of infection.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in clinic on (B)(6) 2019 with complaints of drainage of the sternal wound incision. Upon examination, there was a concern for infection and the need for wound debridement. The patient was admitted for a heparin bridge. Coumadin was placed on hold due to a upcoming sternal wound debridement. No further information was reported.